Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, hematoma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, hematoma, and infection. Device evaluation: analysis of the returned device identified flat creases, a deformation in device, wear abrasion, and weight was to the spec. Bubbles in the gel observed after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported patient who experienced ¿lymph leakage for 1 month¿, ¿capsular contracture, baker grade IV¿, ¿pains in right mammary¿, ¿shivery¿, ¿profuse sweat¿, ¿malaise¿, ¿hyperthermia up to 38c¿, ¿rupture of the peri-implant fibrous capsule of the right mammary¿, ¿infected hematoma¿, and ¿secondary infected seroma on the right.¿ the device has been explanted. This record represents the right side.